Event description:
The intralase fs laser was used to create bilateral cornel flap(s) for lasik surgery (exact pt details and dates were not provided). During surgery, a large amount of opaque bubble layer (obl) was noted by the surgeon, however, the surgeon was able to continue and complete the procedure without further complications. One day post-operatively, the pt presented with fluorescein positive crater like epithelial lesions. The pt's pre-operative best corrected visual acuity (bcva) was not provided. Post-operatively at one day, the pt's bcva was 20/100. Approx 10 months post-operatively, the site reported the pt had been prescribed topical steroids. The pt resolved with no injuries or loss of visual acuity.

Manufacturer narrative:
A field service engineer (fse) and a clinical development specialist (cds) visited the customer site in an attempt to find the root cause for the reported issue. The fse inspected the laser, and found it was within amo specifications. Although a root cause was not identified for the reported event, the cds recommended changing energy settings. After the adjustments were made, the surgeon reported being very pleased with the lift and quality of the bed. Additionally, the cds reported that the surgeon treats high prescriptions in 2 or 3 stages, leaving the stromal bed exposed as he calculates and inputs the number for the next stage treatment. Opaque bubble layer (obl), fluorescein positive crater like epithelial lesions.